Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The customer from china reported the event of "instrument leaking". The field service engineer replaced the stopcock and syringe which resolved this malfunction. Some slides were affected. Affected slides were re-stained, the instrument was deactivated. The customer has another instrument to work with. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.